Event description:
Analysis was completed on the generator and there were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Review of the manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported by the surgeon's office that the patient had his vns explanted due to infection. Patient was not re-implanted. Explanted products were returned to manufacturer for product analysis. Follow up with the surgeon's nurse revealed that they do not have an idea why the infection took place. She stated that they had seen the patient a month after the initial implant surgery and the surgery incision site had healed properly and everything looked fine. However, in january, the patient was taken to the ER and they told him that there was keloid formation but when the surgeon saw him he confirmed that it was a (B) (6) infection. No patient manipulation or trauma was reported. Infection took place at the generator site. Analysis was completed on the lead and no anomaly was found. Analysis is pending on the generator.